Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Customer reported that alarm did not occur prior to rewind, prime sequence. Customer's blood glucose was unknown. During troubleshooting, bolus was recorded in bolus history. Insulin pump would be replaced.